Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak through the septum of the t-lock assembly was confirmed. A 2fr s/l per-q-cath PICC was returned for evaluation of this complaint. A video was also provided, which demonstrated the reported event. The t-lock assembly was attached to the luer adaptor of the catheter. However, the stylet had been removed from the t-lock assembly. A functional test revealed a spraying leak emanating from the yellow septum on the t-lock assembly. The leak location was consistent with the hole where the stylet passed. Although a leak was confirmed, it should be noted that the t-lock assembly should be removed from the catheter at the same time as the stylet and should not be used as an extension set after the stylet has been removed. The IFU states, ¿disconnect the t-lock from the catheter luer connector, slowly remove the t-lock and stylet.¿

Event description:
It was reported that after inserting the catheter in right inferior limb, just after the first puncture, it was observed a leakage of saline solution through the rubber where the mandrel comes. Patient received a product from another brand and there was no consequence. Description notivisa: PICC catheter leaked through the cap with self-sealing membrane right after removal of the mandrel, leaking through the hole where the mandrel was.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp2683 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter in right inferior limb, just after the first puncture, it was observed a leakage of saline solution through the rubber where the mandrel comes. Patient received a product from another brand and there was no consequence.